Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when it was noted via transesophageal echocardiogram that there were air bubble in the coronary sinus. The patients blood pressure dropped at this time. The physician delivered 50 units of epinephrine and the patients blood pressure returned to normal. The patient went into ventricular tachycardia, but did not require treatment as this resolved on its own. The procedure was continued and all release criteria was checked. After all the criteria was met the physician unscrewed the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient was monitored for 30 minutes before the procedure was ended and then was monitored overnight. There were no other consequences to the patient that were reported to have occurred.